Manufacturer narrative:
Product complaint (B)(4). Batch # r59t27. Device evaluation summary: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event. Device evaluation summary updated. Updated device evaluation summary: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Occlusive tumor of high rectum. What surgical procedure was performed? Subtotal proctectomy with colo-rectal anastomosis protected by an ileostomy. Was a complete transection of the white breakaway washer visually confirmed in the initial surgical procedure? Yes with a check of the donuts, complete. How was it confirmed that, ¿the staplers did not hold on the tissue¿? A persistent inflammatory syndrome has been observed in post-op with a CT scan showing peri-anastomosis abscess. The recovery procedure will show complete anastomotic opening will the ostomy be reversed? Probably definitive. What is the current status of the patient? Partial recovery of its overall autonomy. Totally dependent on his colostomy.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was a complete transection of the white breakaway washer visually confirmed in the initial surgical procedure? How was it confirmed that, ¿the staplers did not hold on the tissue¿? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What was the reason for the revision surgery? Will the ostomy be reversed? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the device indicator was located at the maximum of the tightening in the gap setting scale. The healthcare professional waited 15 seconds after closing the device and then retightened prior to firing. The device was not difficult to close or fire. The staplers did not hold on the tissue. However, no staple formation issue noticed during the procedure. The donuts were examined, completed and addressed in anapath. The colic donuts presented a thinner part, probably non muscular. The procedure was extended 30 minutes to perform support stitches at the anastomosis. Post-operatively, revision surgery was required at 8 days. Hartman procedure was performed.